Event description:
Reporter alleges she had ultherapy at a plastic surgeon's office on (B)(6) 2018. The reason for the treatment was to create collagen in her face. After the treatment, undesired results was achieved. Reporter thinks the device might have malfunctioned as her face has gotten worse and it rather removed all the fat from her face. The plastic surgeon was notified, and advised reporter they have reached out to the MFR. According to the reporter, the device is supposed to be used for the forehead and chin only but in her case, it was used for her whole face. Reporter advises she has lost a tooth since then and suffers from emotional distress. She states "I am very devastated and not sure why the FDA approved such a device. This has ruined my life."